Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of low elecsys hcg + beta test system results from a cobas 6000 e 601 module did not match the patient's clinical picture. The initial hcg+beta result was <0.1 miu/ml. On (B)(6) 2018, the hcg+beta result from a separate sample was < 0.1 miu/ml. On (B)(6) 2018, the hcg+beta result from another separate sample was 52078.8 miu/ml. The erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The doctor believed the patient was pregnant based on the (B)(6) 2018 hcg+beta result. Qc results were acceptable, but the customer only performs qc testing once a week. The cobas e601 module serial number was (B)(4). The field engineering specialist performed performance testing with acceptable results. The investigation is currently ongoing.

Manufacturer narrative:
Review of the analyzer alarm history showed that on (B)(6) 2018 and on (B)(6) 2018 there were analyzer alarms generated related to abnormal sample/probe aspiration. Due to a lack of information, the investigation did not identify a product problem. The cause of the event could not be determined.